Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause for the reported difficult or delayed activation (clip deployment) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An nt clip was inserted, and the leaflets were successfully grasped; therefore, the clip was attempted to be deployed. However, after performing all deployment step per the instructions for use, the clip did not detach from the mandrel. Troubleshooting was performed and mandrel was able to detach from the clip, successfully reducing mr to a grade of 2. The clip was noted to be stable on the leaflets. No adverse patient effects occurred and there was no clinically significant delay in the procedure. No additional information was provided.